Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: investigation revealed a cracked battery compartment below the bumper pad. Unrelated to the complaint, the audio bolus button cover was also observed to be torn; however, the button was found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 04/19/2016.